Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device does not power on. It was also double beeping. No patient injury was noted.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was powered on and the device gave an alarm with a blank screen. No programming or infusion could be started. The circuit board required replacement to address this issue. The cause of the reported issue was not established.